Event description:
It was reported that the harmonic ace shear was plugged into the gen11 and tested accordingly, test stated that the product was fully functional. However on further use it was found that the max energy activation button did not work. The min energy activation button worked on all levels 1-5.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. When the device was functionally tested with the generator, it was noted that the rotation knob did not rotate freely. This is not related to the reported event. During the functionally tested on the generator and the max hand control button was not functional. However, the device did activate when tested with the foot switch. The device was disassembled to inspect internal components. Corrosion was found at the max hand activation domes. The corrosion in the domes is possibly caused when the device was soaked for re-use; the introduction of saline or blood getting up into the device during the procedure, or the device being soaked for cleaning before shipment for analysis. It is probable that this may have affected the functionality of the hand activation buttons.